Event description:
Complainant alleged that during a routine shift check by a clinician, the device displays "defib fault 85" at power up. Complainant indicated that there was no patient involvement in the reported malfunction.